Manufacturer narrative:
The failure for heat vibration was confirmed by the technician through disassembly and visual inspection . Through visual inspection, the bearings were damaged.

Event description:
It was reported that during a surgical procedure at the user facility, the device started to wobble. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device started to wobble. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.